Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer reloaded the same cartridge. Reportedly, the customer's blood glucose level was 297 mg/dl and a bolus was administered. It was confirmed that the customer had manual injections as backup insulin therapy.